Event description:
Treatment of a giant aneurysm. It was reported that the pipeline was not fully opened during deployment and was removed from the patient.no patient injury reported.

Manufacturer narrative:
The pipeline and pushwire were returned for evaluation unattached. The pipeline was found opening in good condition. The pushwire was broken into two broken segments. Analysis of the break point showed the failure of the core wire occurred due to torsional overload. (B)(4).